Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their ot ultra verio 2 meter had a testing in settings mode issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 4pm. The patient manages her diabetes with pills, diet and/or exercise.. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿anxious¿ about 1 hour after the product issue occurred. The patient denied receiving medical treatment due to the product issue. No other device was used at the time of trouble shooting, the cca confirmed the issue was testing in settings mode. The cca was unable to walk through a retest, the issue was unresolved due to a power issue. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.